Manufacturer narrative:
This MDR is being filed based on overall time for troubleshooting leading to a procedural delay of 45 minutes. Troubleshooting procedures per the intera 3000 IFU were followed and ultimately resulted in a successful implant. The device history record for the final assembly on this device was reviewed; no nonconformances were noted on this serial number. One deviation was noted, which was determine to have no impact on device performance or functionality. The device met all specifications at the time manufacturing release, all scrap was accounted for. If further information is received at a later date, a supplemental report will be filed.

Event description:
An intera 3000 pump was prepped for surgery. It took 2 separate prep procedures to induce flow into the pump, totaling about 45 minutes. Troubleshooting procedures were conducted per the intera 3000 IFU. The device was prepped at 120 degrees f, and then reduced to 95 degrees f for implantation. The pump did not produce a bead indicative of flow. The warmer temperature was raised back to 120 degrees f and the pump catheter was bloused. The catheter flowed well upon bolus. The warmer was reduced back to 95 degrees f, and after 5 minutes, the pump did not show signs of flow. The warmer was increased back to 120 degrees, the pump was emptied completely to try and eliminate any air that may have been introduced into the pump during prep. The warmer was reduced back to 95 degrees. At this time, the pump showed signs of fluid coming out of the catheter and the pump was successfully implanted. No patient consequence was reported.